Event description:
It was reported that the pt experienced an undesirable change in stim. The system initially controlled symptoms, but lost effectiveness. The pt had no pain control. Impedance levels were high, indicating lead failure. The pt underwent lead removal. An attempt to reimplant the leads was unsuccessful due to scar tissue. The pt recovered without sequela.